Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. It was stated that the patient tried multiple times to recharge the device but was unsuccessful and no device malfunction was suspected as it was the patients charging mistakes. The patient underwent an ipg replacement procedure and was doing well. The explanted device was discarded.